Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that dr. (B)(6) was sealing vessels around the greater curvature of the stomach when the jaws locked up. Dr. (B)(6) could not get the knife blade to retreat back into the jaw. The patient is fine; there was no tissue loss or damage.